Event description:
It was reported that the customer experiences air bubbles in the reservoir. The customer's blood glucose was unknown. It was stated that the insulin is refrigerated before it was used. The customer uses the novorapid pen to fill the reservoirs. Advised the customer to warm up the pen before filling the reservoir and to check if the problem re-occurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.